Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ceramic distal end of the resection sheath was broken. The event was observed during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to a third-party distributor and was evaluated. Updated fields: d8, e3, g2, h2, h4, h6 and h11. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.